Manufacturer narrative:
The customer representative examined the system and could not duplicated the customer reported event; no problems were found with the cautery or the footswitch. Preventive maintenance was performed. The system was then tested and met product specifications. No sample is returning. The root cause has not been determined. (B)(4).

Event description:
A customer reported intermittent footswitch operation and that the unit took longer to boot up than normal. This event was reported to have occurred during surgery. The system was switched out and the case was completed. There was no patient harm reported. Additional information has been requested.